Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received results of 492, 392, and 387 mg/dl. The normal control range was 95-131 mg/dl. The customer did not allege any adverse events. The test strips and meter are to be returned for evaluation, and replacement products were sent to the customer.